Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery after checking her basal rates. Customer does not recall any significant events leading to the error. Customer's blood glucose was 316 mg/dl at the time of incident. Troubleshooting was done for low battery and was found that the customer was using the correct battery. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored and no low battery alert or off no power alarms occurred during our testing. The insulin pump was received with normal operating currents. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has pump cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.